Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the medical/oncology nursing department noted residual fluid when disconnecting the texium infusion set from the maxplus needleless connector. There was no report of patient harm.